Event description:
It was reported to philips that a little smoke came out from the equipment during start up. Smoke may result in abortion of procedure. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.